Event description:
It was reported that the user experienced low glucose while using the ilet, contacted support with a caregiver, and was guided through a fault recovery that restored insulin delivery. Symptoms included sweating, shakiness, weakness, and blurry vision, with a reported glucose value of 75 mg/dl that was treated with oral glucose such as glucose tablets and soda. Outcomes included transient hypoglycemia that resolved with oral carbohydrate intake and did not involve hospitalization. Investigation included troubleshooting and education provided by support personnel. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hypoglycemia with an unclear cause following recovery actions that resumed normal insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.